Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the reported incident does not indicate a system failure or malfunction and no non-conformity was identified. The root cause was determined to be user error. Generally, the magnetom espree can produce acoustic noise levels higher than 99db(a). This is the maximum noise level at the patient's ear defined in the mr safety standard iec 60601-2-33. In the operator manual, chapter "safety", topic 2.3.3 "noise development", it is clearly described that a patient has to be provided with adequate hearing protection. Additionally, under topic 2.3.4 "patient care" it is described that the patient has to be informed of noise development during the mr examination. Ear plugs with a noise attenuation coefficient equal or greater than the required hearing protection are considered suitable hearing protection. The required level of hearing protection can be found in the system owner manual of each mr system. The headphones provided by siemens mr are not classified as hearing protectors. Their primary use is to provide a channel of communication between the mr operator and the patient. The headphones may be used to provide additional noise attenuation for increased patient comfort, to enable listening to music, etc. Using both earplugs and headphones does not hinder communication with the patient. The volume level on the patient intercom should be increased to medium or high to ensure clear communication. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom espree system. A patient complained about the loud noise of the mr system during examination. The patient stated that only the headphones were applied without ear plugs and he was never given a squeeze ball to be able to alarm the operator. Despite a 10-day therapy with medication, the patient reports that he still suffers permanently from tinnitus.